Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bag broke during the procedure. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Only the specimen bag with attached cord was returned. Pmv observed that the specimen bag was completely cinched; the bottom portion was partially torn; and some tearing and fraying along the seam. (B)(4) r & d found that the observed condition of the specimen retrieval bag was indicative of contact with a sharp instrument. (B)(4) r & d also found through discussion that the bag was pierced with a needle during procedure and that the bag was left in the body cavity where it was exposed to numerous surgical instruments. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the specimen retrieval bag makes contact with a sharp object and subsequently rips under tension. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.